Event description:
The connector was replaced because it was leaking. No patient symptoms were reported. The pt was doing fine after the replacement. The pump was used to deliver fentanyl. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The connector has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.